Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. Prior to the procedure, it was noticed that the bands could not be deployed. The procedure was completed with a different device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands were moved from their position and overlapped.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had bands attached which were moved and overlapped, and one band was damaged. The ligator housing teeth were damaged, and the trip wire had evidence that it was mechanically cut. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the attached bands in the ligator housing were moved and overlapped, one band was damaged, the ligator housing teeth were damaged, and the trip wire was cut. It is possible that after the procedure the physician cut the wire to release the ligator head from the scope. It is most likely that procedural factors such as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted to the damages encountered in the device, consequently, causing the inability of the device to deploy the bands during the procedure. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2023. Prior to the procedure, it was noticed that the bands could not be deployed. The procedure was completed with a different device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands were moved from their position and overlapped.